Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called to inform there was an error on universal surgical manipulator (usm) 4. The technical support engineer (tse) checked the logs and identified an error 23008 on usm 4. The csr called back to inform the surgeon converted the case. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 4. The system was tested and verified as ready for use. The usm was returned for failure analysis (fa) and the reported error 23008 on d4 was confirmed in the field logs, but was not replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. As a result of this investigation, fa was unable to identify the root cause. The isa pca, d4 rotor, d4 gearbox and d4 gear sense were consistent with the reported event and were identified as potential root causes.